Manufacturer narrative:
D10 concomitant product: unknown-vloc, unknown vloc product (lot#unknown) a single-center retrospective review of laparoscopic totally extraperitoneal versus robotic transabdominal preperitoneal inguinal he rnia repair / bryana baginski, daniel tran, gerald ogola <(>&<)> david arnold / baylor university medical center proceedings, 37:6, 897-902 / doi: 10.1080/08998280.2024.2398981 / published online: 19 sep 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study reported the outcomes of patients who underwent laparoscopic totally extraperitoneal (l-tep) repair versus robotic transabdominal preperitoneal (r-tapp) repair for the treatment of inguinal hernias between december 2011 and january 2022. It was noted that the r-tapp was accomplished with a self-fixating mesh which was placed in the peritoneal flap, and the flap was further closed with a barbed suture. There were 298 patients included in the study and post-operative complications included abscess, hernia recurrence, seroma, and hematoma, all of which required interventions such as drainage, mesh excision, additional procedures, and hematoma evacuation.